Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g996usqsjhzaa hardware: sm-g996u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula was visible upon pod removal, but the pink slide did not move forward, indicating a needle mechanism failure. Pod was worn longer than 48 hours. Upon pod removal, the cannula appeared to be bent. Blood glucose levels were between 181 mg/dl and 250 mg/dl. No treatment was reported.